Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shocks due to noise. Possible cause of the issue is a damaged lead. The hv therapy was disabled. The lead remains implanted. The patient is fine.